Event description:
The customer reported the system was unable to save images and had a loss of data. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was reset during the service call. The system was tested and found to be working as intended and put back into service.